Event description:
Int'l ((B)(6)) complaint received reporting leakage issues with use of d1000 tego connectors. It was reported that following a second "dialysis session... During the recovery, blood leak of the tego cap at the level of the venous branch...change of the tego cap (compress and clamp off the kt with blood). No clinical consequence." Device return: one used d1000 tego. The involved mating/access devices were not returned. Visual inspection and analysis (pre/post decontamination) of the returned tego recorded there was evidence of residual blood between the silicone sheath and the body components. Engineering testing and analysis: the tego connector was air leak tested per the applicable product specs. The results recorded no leakage or performance issues were replicated. The tego connector was then disassembled and the inner components evaluated. Engineering eval: the engineers report documents there was a fibrin blood clot around the seal post which would compromise the seal. This type of clotting can result in leakage and is typically caused by inadequate flushing. Lot build review - a review of the MFR lot build database for the reported lot# 2836869 (mfg manufactured march 2014) showed (B)(4) units were MFR tested inspected and released. There were no exception documents generated during the lot build.

Manufacturer narrative:
Findings: visual inspection of the "as-received" used tego connector recorded evidence of internal leakage. Engineering testing and analysis (post decontamination) recorded the tego met the applicable performance spec. Disassembly of the device internal components recorded evidence of residual blood clot that most likely compromised the seal. The most likely root cause of the event was due to inadequate flushing/usage.